Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported the pump was explanted due "about" two weeks after implant, due to infection. It was later added the device system was used to infuse lioresal and the device was explanted without notifying manufacturer personal. It was later added that the infection was diagnosed and the device explanted in (B)(6) 2012, seven months after implant. The infection was located at the device pocket and symptoms included swelling and drainage. The last refill, prior to explant, took place in (B)(6) 2012. It was also noted that the infection had resolved.